Event description:
This report is being filed because the first deployed mitraclip (lot 40904u1/52) detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that one mitraclip (lot 40904u1/52) was implanted on a3/p3 (3rd of 3 mitral valve leaflet scallops, anterior/posterior) in the patient with mixed etiology mitral regurgitation (mr) reducing the mr from 4 to 1. It was a difficult anatomy with short posterior leaflet of 7 mm. A second mitraclip was inserted to further reduce the mr, but while steering the second clip down to the ventricle, the second clip interacted with the first clip (lot 40904u1/52) causing it to detach from the posterior mitral valve. Mr increased back to 4. The second clip was deployed on a2/p2 mitral valve scallop to stabilize the first clip and reduce mr to 3. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system steerable guide catheter, clip delivery system (40829u1/30). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. A review of the lot history record revealed no non-conformances associated with the reported lot that would have contributed to the reported event. A review of the complaint history of the reported lot identified no other incidents for the reported incomplete coaptation and device damaged from another device for the lot. Potential causes for the reported clip damaged by another clip resulting in single leaflet device attachment can include, but are not limited to, patient anatomical morphology/pathology, associated comorbidities, and disease state, user technique, visualization during positioning / placement of the device, or manufacturing anomalies. Although there were no reported difficulties with imaging, it is possible the challenging anatomy combined with procedural interactions contributed to the interaction between the two clips. Based on the information reviewed, there is no indication of a product deficiency. The other mitraclip referenced is being filed under a separate medwatch MFR number.